Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when attempting to deliver a bolus. The customer's blood glucose was 155 mg/dl. The customer was able to rewind the insulin pump and prime the tubing, but, when attempting to deliver a bolus, the insulin pump would alarm no delivery. While troubleshooting, the customer stated that insulin exited when performing the 5 unit fixed prime. The customer stated that the alarm occurred during the manual prime while troubleshooting as well. The customer was advised that the alarm may have been caused by an infusion set or reservoir occlusion. The customer was advised to replace the infusion set and reservoir as soon as possible. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.